Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was recently hospitalized for a diabetic ketoacidosis. The customer was not taking care of herself. She continued to eat until it got out of control. Her blood glucose level was over 800 mg/dl. Customer's current blood glucose level was 141 mg/dl. A 911 call was made due to her high blood glucose level on (B)(6) 2016. The ambulance was called because she was vomiting her stomach acids and her blood glucose level did not come down for two days. The customer was treated with insulin drip. She was wearing the insulin pump at the time of 911 call. The device was not returned.